Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: d11 - medical products and therapy date detail of product: item number 00875705401: item name shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners lot # 64004708. Item number 00875201136: item name liner elevated rim 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell lot # 63746681. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00539.

Manufacturer narrative:
Concomitant medical product: liner elevated rim 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell; catalog no#: 00-8752-011-36 ; lot#: unknown. Therapy date: (B)(6) 2019. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to dislocation.

Manufacturer narrative:
Review of event description: the patient was implanted with a biolox delta head on (B)(6) 2019. The patient dislocated the hip post surgery at home and underwent revision surgery on (B)(6) 2019 during which head and liner were revised and the cup was repositioned. Review of received data :one undated x-ray (x-ray review was performed by a radiologist): malposition of the acetabular cup with horizontal orientation and dislocation involving the left femoral head. Additional medical records such as surgical reports are not available due to country regulations of nz. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: the patient was implanted with a biolox delta head on (B)(6) 2019. The patient dislocated the hip post surgery at home and underwent revision surgery on (B)(6) 2019 during which head and liner were revised and the cup was repositioned. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). One x-ray was provided and reviewed by a health care professional. Review of the available radiograph identified the following: a left total hip arthroplasty with malposition of the acetabular cup with horizontal orientation and a dislocation involving the left femoral head. The cup repositioning during revision surgery as well as the provided x-ray may indicate that the cup inclination angle favoured the subluxation, nevertheless based on the little information available, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.